Manufacturer narrative:
The device has been received for evaluation. The investigation is in progress and findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. A complaint history lot review was completed for this lot and there were no complaints found to be related to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that prior to patient contact, a foreign material was observed in the packaging of an unopened trabecular micro-bypass stent. There was no patient contact as the product was not used. A back-up stent was implanted successfully.

Manufacturer narrative:
Evaluation of the returned device was completed. Visual inspection of the returned device found the tyvek lid unsealed and a foreign material was found between the tray and tyvek lid. In addition, the returned device was functionally tested and found to function as intended. No other non-conformances were found during inspection. Per manufacturing procedure, each device undergoes visual inspection prior to distribution. Based on the results of the investigation, it is possible that the contaminant was introduced in the surgical environment as the returned device was found unsealed. MFR# reference: (B)(4).